Event description:
It was reported that after the stent was deployed, it was difficult to retract the delivery system into the guiding catheter. The stent delivery system (sds) could not be taken out of the guiding catheter without using force. The distal end, 5 cm of the sds broke off in the guiding catheter in the pt. The broken sds was removed from the pt inside the guiding catheter as a single unit without incident or effect to the pt. The sds and guiding catheter were discarded at the hospital.